Event description:
It was reported to philips that the disk space was low, unable to make x ray. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) examined that system onsite and confirmed low disk space error in the system. Review of the system log file showed that there was an issue with the frontal ippc. During troubleshooting, the philips engineer tried to recreate the image store and restarted the device, but the issue persisted. The fse found an issue with the hard disk in the ippc. The fse replaced the ippc and hdd. The defective ippc was returned to philips for further analysis. The analysis confirmed the malfunction of the ippc and identified that the issue was due to the faulty hdd bay. Following the replacement of the ippc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.